Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device was not returned. Based on the information provided, a definitive cause for the reported difficulties could not be determined. Factors that may contribute to difficult to advance, include but not limited to difficult insertion, patient femoral vessel/anatomy variables, aggressive manipulation during insertion. Factors that may contribute to failure to achieve hemostasis include, but are not limited to, poor or partial tissue capture, or air knot (vessel not captured). The patient effects of pain, occlusion, numbness, thrombosis and dissection are listed in the electronic prostyle instructions for use (eifu), as possible adverse events of use of the device. It was reported that the device was pushed too far down beyond the distal guide to get arterial backflow. It should be noted that the electronic prostyle instructions for use (eifu), states: advance the device over the guide wire until the guide wire exit port is just above the skin line. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem corrected from adverse event to adverse event, product problem b2: outcomes attributed to ae corrected from required intervention to hospitalization- initial or prolonged, required intervention

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery (rcfa) using a prostyle device after a neuro interventional procedure using a an 8f sheath. Reportedly, resistance was encountered during advancement into the vessel with the first prostyle device. The device was ultimately deployed, and the knot advanced and tightened; however, the device failed to achieve hemostasis. A second prostyle device was used, but the device was pushed too far down beyond the distal guide to get arterial backflow, however hemostasis was still not achieved with the second prostyle device. Manual compression was applied for 15 minutes to finally achieve hemostasis. The patient was not discharged, however, 2 days after treatment, the patient complained of pain and numbness in the right lower extremity every time she walked approximately 10 minutes. CT angiography revealed occlusion from the right eia to the right cfa. Emergency vascular surgery was performed using a balloon catheter, and cutting the suture to treat the occlusion, the diminished pulse pressure, thrombosis, and dissection. Surgical suturing and patch angioplasty were used to achieve hemostasis in the emergency vascular surgery. It was stated in the article the first device was inserted at a less than 45° angle, which allowed the footplate to deploy more perpendicularly, causing its posterior foot to snag and dissect the posterior wall intima. Details are listed in the attached article, titled ¿mechanism and management of acute femoral artery occlusion caused by suture-mediated vascular closure device following periinterventional.¿ no additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: the date of event is estimated as 10/19/2024 as this is the day before the alert date. D4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 2017 - failure to follow steps / instructions the additional serious injury reported in the article(s) are captured under separate medwatch report(s). Article attached: article title: mechanism and management of acute femoral artery occlusion caused by suture-mediated vascular closure device following neurointervention.